Event description:
A pt had a positive otc pregnancy test result. Pt was tested for pregnancy with clearview easy hcg. The first test device did not run. The second device gave a negative result. The pt's pregnancy has confirmed by ultrasound on the same day that the clearview tests were done. The incident relates to the result obtained with the second device.